Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient called because they need assistance and also mentioned the she is having a problem with her device. Patient was transferred to patient services (ps) for support: patient states that for the last 2 months or so she has been having some bathroom issues, can¿t use the bathroom like a normal person, the patient needs to stand to use the restroom because if she sits she only has "drops." Patient states when she sits she also gets the urgency. Patient states that she isn't sure if her return of symptoms were caused by a uti she had 2 months ago. Since the patient can¿t feel stim, she would like to increase, but she needs assistance in doing so. Patient could not feel stim after increasing past 5.6v on p3, so she wanted to change programs. Caller successfully increased the patient¿s stim from 3.5v on p3 to 3.6v on p4 and is comfortable. Patient states that this area of stim is closer to her rectum but states she will try this setting for a few days to see if this helps with symptom control. Patient will monitor symptoms now that change was made and will follow up with their doctor if doesn't resolve. On 2019-dec-16 patient called again, confirmed that she¿s having problem with her device. Patient had recurrent urine infections since her bladder was always full. As a result, her doctor always treated her with antibiotic. The patient/spouse were transferred to ps and stated that patient has been "suffering for too long". The patient stated that the device is "in the wrong place" as she can only feel it in the rectum, which is then leading to the issues with the patient being unable to urinate that caused bladder infections that they have to take antibiotics for. The patient stated that the device is not helping at all and they wanted to know if the doctor had to call to get help with the device. On 2019-dec-30 the patient called back reporting she saw the doctor on (B)(6) and they sent somebody to fix her problem and patient was feeling it in the vagina "not the bicycle seat" but it was explained to the patient that the vagina is included in the bike seat area. Patient indicated she was changed to program 5. Patient currently feels it in the rectum and now she cannot pee, she just goes a little and pushes hard and nothing happens. Ps reviewed how to change to p6 and patient feels comfortable stim sensation pressure in the anus area. Ps recommended monitoring symptoms and if not resolved patient should follow up with managing doctor. No further complications were reported or are anticipated.